Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of this transcatheter bioprosthetic valve, increased pleural effusion and elevated b-type natriuretic peptide (bnp) were observed. Subsequently, the patient was hospitalized that same day due to decreased ejection fraction (ef) and congestive heart failure (chf). Following hospitalization, the patient's cardioprotective drug was adjusted to reduce the pleural effusion and bnp. Approximately 2 months following the implant of the valve, the patient's condition stabilized. Per the physician, there was no causal relationship between the event and device or implant procedure.